Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fingerstick value of 286 mg/dl, despite the pump algorithm attempting to deliver insulin for several hours and no pump alarms or observed infusion set leaks; the user¿s cannula was reported not bent, and the user performed a set change with guidance. Symptoms included elevated blood glucose. Outcomes included a subsequent decrease in glucose to 164 mg/dl. Investigation included review of device reports and real-time troubleshooting and education. Investigation of this case revealed that the device was dosing as intended and that hyperglycemia was most consistent with infusion-related delivery issues despite the absence of alarms or visible set problems. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.